Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient required medical intervention due to hypoglycemia. The patient's blood glucose levels dropped between 35 mg/dl and 40 mg/dl while wearing the pod. Patient reportedly lost consciousness and paramedics came to her residence. Paramedics treated patient with intravenous fluids and sugar syrup orally. Pod was still worn during medical treatment but was eventually discarded.